Manufacturer narrative:
Weight and ethnicity: unknown. Date of event: the exact date is unknown. The best estimate is approximately one week post implant. The device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempt was made to obtain the missing information; however, the customer did not have it. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Patient had cataract surgery (B)(6) 2022 and was unhappy with the lens due to them experiencing blurry vision and halos. The intraocular lens (iol) was explanted from the patient¿s right eye. There was no incision enlargement, sutures, vitrectomy and no delay in procedure. Reportedly, the patient has fully recovered.

Manufacturer narrative:
Corrected data: this is to correct the initial submission section b2 outcomes attributed to adverse event: it is blank but should have stated required intervention to prevent permanent impairment/damage (devices). The field below is updated: section b2 outcomes attributed to adverse event: required intervention to prevent permanent impairment/damage (devices). All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.